Manufacturer narrative:
Device not returned.

Event description:
It was reported that while programing a bolus, the pump screen jumped from grams to units prior to the customer entering 22. Subsequently, instead of 22 grams the bolus was programed for 22 units of insulin. Customer's blood glucose (bg) lowered to 51 mg/dl. Customer consumed carbohydrates and bg returned to target level. Contact did not observe screen jump when it occurred; however, confirmed the bolus issue in pump history. Upon follow up, contact confirmed the reported issue had resolved; however, requested assistance from tandem technical support with resetting the pump.